Event description:
A patient with choledocholithiasis was admitted to the hospital with symptoms and therefore had arrangements made for inpatient ercp. The boston scientific exalt duodenoscope (disposable instrument, one time use) was used for the exam. The instrument repetitively had the screen go blank and then a warning sign came across with a triangle and exclamation point. We contacted the vendor during the case, turned the light source off and on, and the problem repeated itself. We therefore stopped using the instrument and switched over to an olympus duodenoscope and completed the ercp uneventfully. This is the third instrument from exalt boston scientific in the last 3 consecutive ercp cases that we have had issues with the instrument not functioning correctly. In the prior case earlier this month the air water channel would not allow air insufflation. The valves and water/air circuit were replaced and the problem persisted so the instrument was withdrawn and the procedure complete with an olympus duodenoscope. We did use the valves that are specified to be used with the exalt duodenoscope from boston scientific. In the third case (first one we had issues with that was done in the past month) the tip deflection would not allow proper positioning of the catheter. We made efforts for 30 minutes to cannulate the bile duct without success (primarily because we could not achieve proper positioning slightly distal to the ampulla). We then switched to the olympus duodenoscope and then obtained cannulation within 1-2 minutes and completed the procedure. We have been using this exalt disposable duodenoscope from boston scientific instrument for the past 2 months and these 3 cases in which the exalt duodenoscope did not operate correctly reflect all of our recent procedures and make me question whether the instrument is having quality control issues making it unsafe to use. I do not have any financial conflicts of interest other than being a contributing author to the (B)(6) platform. FDA safety report ID# (B)(4) .